Event description:
It was reported, that the pin connector remote bolus was broken. A defective dso sensor was found in investigation results. There was unknown, patient involvement.

Manufacturer narrative:
B3.: date of event: unknown. No information has been provided to date. One device was returned for evaluation. Visual and functional testing were performed. The testing could duplicate, the customer reported problem. The root cause of the issue was determined, as a damaged remote dose connector. During the investigation, functional testing found a defective dso sensor. The sensor will be replaced. The service history review identified, there was no indication that the complaint was related to a service of the device within the review period.